Event description:
Subsequent to the initial medwatch report additional information indicates after the knot was advanced to the artery, the arteriotomy site continued to moderately ooze. The physician then applied 10 minutes of manual compression and the site was clamped for approximately 30 minutes.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the suture would not completely come out of the proglide. Some slight harvesting/pulling of the suture was done to completely free the suture from the sheath. The suture rail was pulled simultaneously, removing the proglide. The knot had some difficulty moving through the track of the puncture, but eventually reached the artery and locked into place. The suture was cut and removed. There was moderate oozing after locking the sight for approximately 30 minutes. There were not adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Tthe customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.